Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The reported lot number could not be matched to the reported device upn. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician was pulling the peg through the skin, the looped wire on the end of the peg tube broke apart. Reportedly, the physician noticed that the snare was very flimsy. No part of the device detached inside the patient. The procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information: (B)(4). A visual examination of the returned device revealed the presence of residue, indicating use/handling. The feeding tube had been cut at approximately 2.5 cm from the outer ring and the distal portion of the device was not returned for analysis. The dilating tip wire loop was found bent, broken and frayed at the apex. The dilating tip surface presented numerous scrapes/ gouges. It was noted that the condition of the returned unit was consistent with the complaint incident that the wire loop broke. The user most likely exerted excessive tension on the interface between the pull wire and feeding tube wire loop, causing the wire loop to break. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 18502857 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician was pulling the peg through the skin, the looped wire on the end of the peg tube broke apart. Reportedly, the physician noticed that the snare was very flimsy. No part of the device detached inside the patient. The procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on january 5, 2016: the peg tube was pulled through the stoma site with a hemostat.